Event description:
It was reported by the company representative, that after a bath, during patient treatment on the alenti bath chair the resident fell out of the device and landed on the nurse. As a result of this incident the resident received fracture of the ankle. The leg of the resident was put in the cast. The nurse has received a ligament injury and was not working due to this injury. Patient was taken to the emergency room or to the hospital in order to get his leg casted. The device was inspected by the arjohuntleigh technician after the incident. The technician reported that during an inspection the alenti device was not equipped with safety belts which is obligatory to be used during patient treatment.

Manufacturer narrative:
(B)(4). Additional information will be provided upon conclusion of the investigation.